Event description:
It was reported that the patient underwent reimplant surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss. Additional information received stated that there was no specific cause of the fluid leak and the cylinders of the new device were filled in full.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the revision procedure the location of the fluid loss could not be identified.

Manufacturer narrative:
The returned cylinders were analyzed and the reported allegations of fluid loss was confirmed. Based on a review of all available information, the cause of the reported event was due to the cylinders having broken fabric threads and exhibited bulging when inflated in cylinder body. Leak was found in cylinder 2; hole in the outer tube was present. Both cylinders had wear at fold in cylinder body. Product analysis confirmed the reported event. Reservoir analysis: an allegation related to fluid leak was reported. The ams 700 flat reservoir was visually inspected and functionally tested. The reservoir performed within specification. Product analysis was unable to confirm the reported events nor identify a device malfunction with the reservoir. Pump analysis: product analysis was unable to confirm the reported event. The standard inflate/deflate pump was visually inspected; no leaks were found. The pump kink resistant tubing (krt) was worn to filament; no leak was found in krt. This wear would not affect the functionality of a device. The pump was therefore not functionally tested due to the reported allegations being confirmed in the cylinder complaint. See the complaint (B)(6) for fluid loss in cylinder was confirmed. Product analysis was unable to confirm the reported event.